Manufacturer narrative:
Additional info: according to the currently available information, damage to the active electrode as might be caused by external mechanical impact appears likely. However, to determine an exact root cause, a device investigation of the explanted device is necessary. Re-implantation is being discussion but unlikely to occur soon due to limited follow up and use of contralateral device.

Event description:
Recipient came for troubleshooting of her external equipment after a period of non-use, and in situ measurement showed affected channels on the left implanted side. Recipient has been a non-user for both ears for the last 2 years as wearing the processors could not be tolerated. Caregivers would have to hold the recipient down to place them on the head and they would be immediately removed. In (B)(6) 2017 recipient did fall of the back of a truck and broke her arm but parent does not believe that the head was hit. As per information received in september 2019 re-implantation looks unlikely due to compliance with wearing the device on the functioning contralateral ear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing perception is affected.